Manufacturer narrative:
(B)(4). At this time, a plan of action for the patient has not been determined. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode experienced cardiac arrest and a code was called. During the code, inappropriate shocks were delivered. After the patient had stabilized an x-ray was performed and the electrode was found to be pulled back into the device pocket. No additional adverse patient effects were reported.